Event description:
As reported by customer, during an angiographic procedure, air was entering the fluid delivery set. There was no air injection and no pt injury occurred. It was reported that a sample would be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots mets all material, assembly and performance specifications. A review of the feb 2008 complaint report did not note the presence of an adverse trend for the failure mode of " air bubbles" in the fluid delivery set product family. Returned by the customer was an unopened, unused convenience kit from the same lot used in the reported fluid delivery set event. No mfg deficiencies were observed on the returned fluid delivery set, and the product met specification, and functioned as intended when tested. The direction for use packaged with this device contains the statement: " ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. " while it is possible that the end user failed to sufficiently tighten the connection, thus allowing the air entry, this cannot be definitively determined and the root cause of the reported event is unk.